Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for an unknown indication for use. It was reported that the patient's pump was explanted due to an infection. The pump was explanted on (B)(6) 2016. No further complic ations were anticipated/reported.